Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. The device came without power cord, with hose and cart. By the cart a wheel was broken. Small scratches on the enclosure. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical heater automatically switched off when in used. The occlusion and service indication alarms went off. They reset the device per the manual but still the alarms remained. The device stopped warming and kept alarming. The patient got hypothermia as a result. No other adverse events reported.